Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient informed his parents that his t-slimx2 insulin pump was showing a cgm reading of 2.0 mmol/l and therefore the patient self-treated with several snacks and did not verify if the value was accurate with a finger stick prior to treatment. After eating several snacks, the patient checked his blood glucose which was 33.0 mmol/l and shortly afterwards the patient lost consciousness in the kitchen. The ambulance was called and the patient was taken to the hospital. He was admitted to the intensive care unit (ICU) and was treated with long lasting insulin and several IV saline infusions. The patient was discharged from the ICU the next morning. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.